Event description:
Pt was being transferred to shower chair by two nursing assistants. Pt was sitting on the shower chair for a few moments when the chair collapsed and pt fell to base of chair. White pvc tubing on chair broke. Within minutes the pt was examined by attending physician and no injuries were noted other than five superficial lacerations.